Event description:
It was reported that this right atrial (ra) lead was fractured due to a subclavian crush. The lead was capped, and successfully replaced. No additional adverse patient effects were reported.